Manufacturer narrative:
The reported event of header size irregularity and lead would not fit into connector were not confirmed. The pacemaker was returned for analysis. Final analysis revealed the pacemaker has its normal specified header design. The design of the pacemaker size and shape is the same as originally manufactured. All is-1 leads which this device uses fully inserted into the connector with normal force. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was observed that the header of the pacemaker is larger than the original pacemaker header. It was also noted that the epicardial lead could not fit into the header. The pacemaker was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.